Event description:
Medroxyprogesterone 150 mg/ml syringe, made by sicor, lot# 05p801, exp 11/2007 was given im on gluteus muscles but about half way the plunger was stopped moving forward. The defective syringe was removed from the patient. The different depo provera 150 mg/ml, made by pharmacia upjohn, lot# ma 0879, exp 10/06 at dose 0.6 ml was administered im to patient. Total dose given 1 ml.